Event description:
The customer reported that the olympus evis lucera gastrointestinal was presenting a noisy image. According to the initial reporter, this event occurred during inspection, prior to the patient entering the room.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.